Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for high blood glucose. It was stated that the medical staff was not sure why her glucose level went high, but the customer had an infection. Troubleshooting was performed. Had customer to run a manual prime and the insulin exited; then when a fixed prime was delivered no insulin came out. The customer also rec'd a no delivery alarm.